Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional inspection could not be performed. The following imagery was provided by the site : a photo of device condition post-procedure shows that the balloon burst and separated. Only proximal tapered section of balloon remained attached to the balloon shaft. A brief video clip with intra-procedural cine images shows the access vessel after placement of the vascular stent inside the artery to keep the balloon pieces from moving. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. A definitive root cause for the balloon burst and withdrawal difficulty is unable to be determined at this time as relevant procedural imagery (e.g. Images showing valve deployment and device removal) was not provided. However, available information suggests the balloon burst was likely due to the patient¿s severe native leaflets calcification and moderate aortic root calcification. The withdrawal of the burst balloon led to withdrawal difficulty due to the altered balloon profile. In consequence, the additional force exerted to overcome the withdrawal difficulty may have contributed to the balloon separation. Although a definitive root cause is unable to be determined at this time, available information supports that patient/procedural factors may have contributed to the complaint events. During manufacturing, the outer diameter of the balloon is 100% dimensionally inspected by manufacturing and 100% visually inspected by both manufacturing and quality. The length of the balloon catheter is 100% inspected/measured. The balloons are 100% inspected for separation at bond sites, deterioration, and contamination. The shape of the balloons are 100% inspected and ensured there is not a ¿dog-bone¿ effect. The inflated balloon ods are 100% verified using inspection gauges. 100% final assembly inspection is performed to: verify all components of the sub-assembly are present and in correct position (ie: strain relief, balloon cover, etc.), verify there are no kinks or physical damage, verify working length is per assembly drawing requirements, visually inspect laser bonds, and inspect the guide wire shaft and folded balloon profile. Samples undergo product verification (pv) testing. The lot can only be released if all samples pass pv testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported event. The complaints for balloon burst, balloon catheter - withdrawal difficulty, and balloon- separated were confirmed based on imagery provided. However, review of manufacturing mitigations, device history records (DHR), lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Review of complaint history revealed that the occurrence rates do not exceed control limits for the respective trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The balloon catheter was returned to edwards lifesciences for evaluation.  During preliminary engineering evaluation visual inspection was performed.  The bav was returned without the marker bands present on the distal end of the device. It is perceived that the marker bands remained in the femoral artery along with the piece of the balloon.  Investigation is ongoing.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to implant of 23mm sapien 3 valve in the aortic position via transfemoral approach, the balloon aortic valvuloplasty (bav) balloon burst. There was resistance felt when attempting to withdraw the burst balloon into the sheath, a piece of the balloon separated, and the balloon piece remained in the femoral artery. The balloon piece was unsuccessfully attempted to be retrieved with catch devices and different balloons trying to move the piece of broken balloon from the iliac artery to the femoral puncture site. The balloon piece was left in the iliac artery and isolated with peripheral metal stents. The sapien 3 valve was implanted successfully. At last report, the patient was doing well and had been discharged home. The patient¿s native annulus measured 340mm2. The native annulus had moderate to severe calcification, the native leaflets had severe calcification, and the aortic root had moderate calcification. The patient¿s calcification was considered the likely cause for the bav balloon to burst.

Manufacturer narrative:
The balloon catheter was returned to edwards lifesciences for evaluation. The device underwent visual and dimensional testing. Upon visual inspection the distal end of the bav was observed to be stretched. The nose tip and the distal balloon were not returned. Marker bands were not present on the distal end of the bav. Note: per the case note, the marker band along with the distal balloon pieces may have left inside the patient. It is also possible that the marker bands fall off due to bav being stretched at the distal end as a result of withdrawal difficulty. During dimensional testing, the balloon single wall thickness was measured along the burst. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. Due to the nature of the complaint, no functional testing was able to be performed. Imagery was provided to edwards lifesciences for review. The images showed the post-procedure condition of the device: balloon burst and separated. Only the proximal tapered section of balloon remained attached to the balloon shaft. Cine images showed the stent was placed inside the artery to keep the balloon pieces from moving. During manufacturing the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A design history record (DHR) review performed revealed no issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. A review of the complaint history from december 2017 to november 2018 revealed other returned complaints for the reported events. No manufacturing non-conformities were found in the returned samples. Available information indicates that patient/procedure factors may have contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the trend categories. The instructions for use (IFU) and the training manual were reviewed for information and guidance pertaining to the complaint event. The IFU highlights the necessary steps for handling of the edwards balloon catheter. Per the IFU, while exposed within the body, device advancement and retrieval should not be done without the aid of fluoroscopy. Do not advance or retract the device unless the balloon is fully deflated under vacuum. Per the training manual, if the bav balloon ruptures or leaks during deployment do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If re-dilation is needed, use a new balloon. No IFU/training deficiencies were identified. The complaints were confirmed based on the condition of the returned device. However, based on the review of manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A review of the IFU and training materials also revealed no deficiencies. An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in a technical summary written by edwards lifesciences.  In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As mentioned in complaint experience report, there was moderate to severe calcification of the annulus and severe calcification of the leaflets. This suggests that the root cause of the balloon burst is related to this technical summary. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Once the inflation burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the bav, as the burst balloon could have been caught on the tip of the sheath. The additional force exerted to overcome the withdrawal difficulty may have contributed to the distal tip separation. As such, available information supports that patient/procedural factors may have contributed to the complaint events. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon) contributed to the reported events. Review of complaint history revealed that the occurrence rates do not exceed control limits for the respective trend categories. Therefore, no corrective or preventative action is required.